Manufacturer narrative:
Visual inspection of the returned component confirmed the fracture. Review of the DHR did not indicate any deviation which would cause this condition. Root cause could not be determined.as part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The dentist indicated that the threaded screw-portion of the abutment fractured.